Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump does not alarm. No delivery when the reservoir is completely empty. It was stated that the customer was traveling and did not have a tubing clamp to perform the high pressure test. No further information was provided.